Event description:
It was reported that "I have a new tx" occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported event of "I have a new tx" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I have a new tx" occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported event of "I have a new tx" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.